Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting additional information.

Event description:
Device/procedure outcome: procedure completed, device - no information available patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: there was a report that the patient died before discharge, and the causal relationship with the procedure is unknown. Physician comments: patient outcome: patient death infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown event date: no value found as reported device codes: 2099: no known device problem as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2025 type of procedure: cardiac catheter ablation country of event: japan country of original implant use: no value found implant date: no value found explant date: no value found oos date: no value found initial reporter: yes person type: physician facility/business name: (B)(6) medical center title: dr. First name: (B)(6) middle name: no value found last name: (B)(6) address 1: 1 (B)(6) address 2: no value found city: (B)(6) country: japan zip/postal code: (B)(6).

Event description:
Device/procedure outcome: procedure completed, device - no information available patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: there was a report that the patient died before discharge, and the causal relationship with the procedure is unknown. Physician comments: patient outcome: patient death infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown. Event date: no value found. As reported device codes: 2099: no known device problem. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025. Type of procedure: cardiac catheter ablation. Country of event: japan. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found. Initial reporter: yes. Person type: physician. Facility/business name: (B)(6) medical center. Title: dr. First name: (B)(6). Middle name: no value found. Last name: (B)(6). Address 1: (B)(6). Address 2: no value found city: (B)(6). State/province: (B)(6). Country: japan zip/postal code: (B)(6). Phone: (B)(6). Email: no value found. Fax: (B)(6).

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "the guidewire is used in combination with other devices" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.